Event description:
Caller reported a potential false positive troponin I (tni) result on patient wb sample on triage cardio profiler kit vs sieman rxl. Caller also reported discrepant results when testing the same lot of strips and same patient samples on different triage meters. Cardiologist sent patient to another hospital after 0030 draw, and had catheter performed based on first tni result of 0.84.

Manufacturer narrative:
Product support did not confirm the client's observations of false positive/discrepant tni results while testing retained devices in-house. Tni recovery for negative sample gave tni results <0.05 ng/ml. A review of mfg release data showed tni results to be within trimmed means release specifications, and there were zero occurences of negative samples giving elevated tni results. Product support could not rule out sample-specific interference without return of patient sample. Product deficiency was not established; no corrective action is required at this time.